Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, the reason for explant was learned. "Pledget under annulus and sewing ring cloth tear" was provided as the reason for explant.

Manufacturer narrative:
(B) (4) = pledget under annulus; sewing ring cloth tear.device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), only the reason for explant was learned. A copy of the operative report was requested, but was not provided. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.